Event description:
Falsely elevated hb1c results were obtained on multiple patient samples after calibration of a new lot of hb1c reagent. The results were reported to the physician. The results were eventually questioned within the laboratory due to a qc shift high. Patient samples were repeated and lower results were obtained. The samples were re-run at a reference laboratory which agreed with the lower results. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.